Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Boston scientific crm received information that one day post implant, this right atrial lead was exhibiting high impedance readings of over 2500 ohms in a bipolar configuration. While the lead was in a unipolar configuration, the impedance was measured at 380 ohms. The lead was left in a unipolar configuration and the measurements are within an acceptable range. The patient suffered no adverse effects. (B)(6) 2013 - per (B)(6), this lead was explanted and returned for analysis.